Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Updated to provide the date of product return. The reported event, handpiece is getting warm, was not duplicated. Upon disassembly for visual inspection the service technician observed bearing stop impressing.